Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient had symptoms of dizziness and was monitored via holter. It found there were frequent episodes of no capture, no sensing in the atrium and an occasional no output. High ventricular pacing threshold was also reported. No further patient complications were reported as a result of this event.